Event description:
It was reported that the bipolar pacing impedance for the right ventricular (rv) lead was above the normal range. It was also noted that there were "noise" episodes seen. It was additionally reported that there was a loose setscrew on the patient's implantable cardioverter defibrillator (ICD). A revision was performed and the rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).